Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4). Previously reported on (B)(4) with MDR# 3030677-2015-02015. Investigation is pending the return of the device.